Manufacturer narrative:
Date of report: 19sep2019. Additional information: the manufacturer's field service engineer (fse) confirmed the reported issue. The fse also observed cracks on the front bezel. The fse replaced the front bezel to address the reported issue. The fse noted that replacement of the front bezel corrected both the nav-ring and cosmetic issue of cracks. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/20/2019.

Event description:
The customer reported a failed nav-ring. There was no patient involvement.